Manufacturer narrative:
(B)(4). D10: unk screws; cat: p0463044, lot: 0001825836, avan cmntd shell ss 44mm. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately five months post-implantation, the patient underwent a hip revision due to a dislocation of bearing and cup and inferior screws loose in the bone. Three screws were removed and replaced. A larger head with more offset was placed. Attempts have been made and no further information has been provided.

Event description:
It was reported that approximately five months post-implantation, the patient underwent a hip revision due to a dislocation of bearing and cup and inferior screws loose in the bone. Three screws were removed. Screw holes were cemented and longer screws put in and locked to cage. The cemented liner was too stuck and could not be removed. A larger head with more offset was placed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: CT images show a dislocated right total hip arthroplasty with a custom acetabular implant in place. A definitive root cause cannot be determined. This complaint can be confirmed via the x-ray evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.